Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of known inherit risk of device was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), high, out of range shock impedance (121 ohms) and a sudden drop in rv amplitude (8.9 mv). A technical service (ts) consultant reviewed the device data from latitude and recommended bringing the patient into the office for additional testing. The lead remains implanted. No adverse patient effects were reported.